Manufacturer narrative:
Complaint no: (B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. An inspection of the door piston foam found the foam deteriorated. The cause of the failed fluid volume accuracy testing was the deteriorated piston foam. The entire device is to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. No additional information is available.